Event description:
It was reported that on (B)(6)2022, staples were found jamming prior to the patient in the operating room. A new stapler was used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product investigation did not show issue visistat 35w 6/box lot# 73m2100235 related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The reported complaint was unable to be confirmed by the photos. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with six staples remaining in the cover block, indicating that at least 29 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. The remaining staples were successfully inserted into a simulated skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no functional defects were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that on (B)(6) 2022, staples were found jamming prior to the patient in the operating room. A new stapler was used.